Event description:
The pt stated that she woke up in the morning and noticed that the infusion tubing on the subcutaneous infusion set was detached from the luer lock connector that attaches the infusion tubing to the infusion pump.